Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: right laparoscopic colectomy. Event description: [translation]: when inserting a laparo device into the adapted trocar, a piece of rubber from the membrane got broken and fell (by chance in the operator's field of vision) into the patient's abdominal cavity and could have been unseen and left in the abdomen. Additional information received by email from applied medical representative on (B)(6) 2022. Name of procedure being performed: right laparoscopic colectomy. Patient status : nothing to report due to the immediate reaction of the team. Pieces fell into the patient and were all retrieved from the patient. The inner membrane detached from the seal. The component was black. The entire component appeared to be torn off. Self-suturing pliers diam 12 were being used at the time of the incident. Type of intervention: pieces fell into the patient and were all retrieved from the patient. Patient status: nothing to report due to the immediate reaction of the team.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was initially reported based on the description of the event. However, based on the evaluation of the event unit and additional information, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: right laparoscopic colectomy. Event description: [translation]: when inserting a laparo device into the adapted trocar, a piece of rubber from the membrane got broken and fell (by chance in the operator's field of vision) into the patient's abdominal cavity and could have been unseen and left in the abdomen. Additional information received by email from applied medical representative on 13apr22: name of procedure being performed: right laparoscopic colectomy. Patient status : nothing to report due to the immediate reaction of the team. Pieces fell into the patient and were all retrieved from the patient. The inner membrane detached from the seal. The component was black . The entire component appeared to be torn off. Self-suturing pliers diam 12 were being used at the time of the incident. Additional information received by email from applied medical representative on 16june22: as discussed by phone, based on the device returned and initial description of the incident the customer experience a seal component fragmentation and not a seal component dislodgment. Type of intervention: pieces fell into the patient and were all retrieved from the patient. Patient status: nothing to report due to the immediate reaction of the team.